Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2017. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 21.0 diopter intraocular lens (iol) was explanted. Reportedly, there was no injury to the patient. No additional information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/31/2017. Device returned to manufacturer?: yes. The product was returned to the manufacturing site for evaluation. Visual inspection shows the product was cut into two pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The customer's reported event could not be confirmed. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.